Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis trunk ipsilateral leg component and two contralateral leg components were implanted. While ballooning the contralateral leg component with a coda balloon, the patient's iliac ruptured. The patient was converted to open surgery, all gore devices were explanted, and an aorto bi-iliac procedure was performed using a hemashield graft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pxc181200/05233664, pxc181000/04585497.